Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed; the device has the c-cover broken. The most probable cause was traced to component failure, without any design or manufacturing issue, due to stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope housing around the camera detached from the tip of the device. The event occurred during a therapeutic rigid with stent procedure while the device was outside the patient. There were no reports of patient harm. The procedure was completed with the same device.